Event description:
On 11/3/97, the pt was admitted from the acute care unit to the skilled nursing unit for supportive care. The telemetry unit was in place at this time and remained on the pt. At 03:53 (11/7/97), a rhythm strip was recorded. At approx 05:30, skilled unit staff notified ICU (central monitor station) that the pt had expired. In checking the central monitor in ICU, it was found that an alarm recorded at 02:49 (approx 1 hr before the rhythm strip was recorded). There were no other stored or audible alarms.